Manufacturer narrative:
The insulin pump was received with moisture damage on the motor and electronic assembly. The insulin pump also had a blank display due to corrosion on the electronic and motor assembly. Unable to conduct the displacement or basic occlusion test due to the blank display.

Event description:
The customer reported water underneath the screen. The customer can hear water when shaking the insulin pump. Advised that the insulin pump would be reported. Nothing further was reported.